Event description:
Additional information has been received. It was reported the battery was replaced on (B)(6) 2013 and the system was operating as it should.

Event description:
Additional information recieved reported there was difficulty charging during normal use of the device. It was reported only the internal neurostimulator was replaced. It was noted the device would not be returned. It was logged there was no alleged product issue, and explant and replacement of the neurostimulator only, was performed. It was reported there had been reprogramming performed. It was also reported the battery was tilted in the pocket and may have been deeper on one end of the battery than the other.

Event description:
The patient had not been able to get more than 2 coupling boxes since implant. The recharger antenna was going to be replaced to rule out the antenna. Anomaly appeared to have occurred with the antenna due to product use. It was confirmed on (B)(6) 2013 that the new antenna did not fix the problem. The patient was going to be sent for imaging. Additional information received reported the patient was having a battery revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).